Event description:
Event description cpi received information that while attempting to implant the sentra bipolar positive fixation lead (4266) the helix tip broke off. The physician elected to implant a sweet tip bipolar lead (4269) with the 6017 adaptor.